Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that the embolization coil detached successfully in the aneurysm; however, resistance was encountered during withdrawal. Upon inspection of pusher wire after removal, the pusher coil was noted to be missing from the wire. The microcatheter was removed and the detached pusher coil was flushed out of the catheter with saline. There was no reported intervention, patient injury, or health damage.

Manufacturer narrative:
The pusher was returned for analysis. The implant coil was not attached to the pusher and was not returned. No introducer, microcatheter, dispenser coil or v-grip returned for analysis. The strain relief (pet) on the distal heater coil section looked burnt, indicating thermal coil detachment. The hypotube was broken from the pusher at the pet transition. The remaining part of the shaft coil was not returned. The customer reported that they were stuck inside the microcatheter, which was not returned. The pusher monofilament was exposed to determine the type of detachment. The monofilament tip had a mushroom type shape, also confirming thermal detachment as reported by the customer. Based on the investigation, the complaint of a separated pusher could not be verified as the pusher coil was only stretched upon return, and the microcatheter was not returned for evaluation. The pusher was not broken into two pieces. A root cause for the reported resistance during device withdrawal could not be determined.